Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt has stimulation in the incorrect location. The pt has stimulation in both sides, below his ribs and on his front thighs. However, his pain pattern is in his back. Reprogramming was unable to resolve this issue. The pt will consult with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.